Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and would restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "fails self test" message was observed in the device history logs, however the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. The digital board was replaced as a precaution. The customer's report of "unit restarts/reboots by self" could not be verified during evaluation. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The external handles used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.